Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter was reading inaccurately at 9:30am on (B)(6) 2016, when he obtained alleged inaccurately erratic blood glucose results of 13.4 and 7.5 mmol/l, performed within 20 minutes of each other. He also reported that at 10:48am, he obtained alleged inaccurate high/erratic results of 18.1 and 7.5mmol/l, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' precision criteria.the patient manages his diabetes with insulin which he self-adjusts. The patient alleged that after obtaining the erratic results, he doubled the dose of insulin. He reported that a few hours after the alleged issue began, at 1:55pm, he developed symptoms of shaky and blurred vision. He denied receiving any treatment for his symptoms. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient's blood glucose results were from the same approved sample site. The csr noted that the patient's test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began